Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the universal chuck with t handle was used intra operatively for a tibial nail case. When the surgeon went to tighten the t handle chuck screw, it wasn¿t tight and the surgeon was not able to remove the chuck screw. They were not able to remove so they get a third one and everything went fine. This report involves one universal chuck with t-handle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 393.10,lot: 500p600,manufacturing site: haegendorf,release to warehouse date: 27 december 2021.a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.service and repair evaluation:the customer reported t handle chuck screw it wasn¿t tight and it was movable and not able to remove the chuck screw. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was unconfirmed.the device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.